Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017 a patient (pt) called our affiliate in (B)(6) to report that while using the acuvue2 brand contact lens on (B)(6) 2017, he/she advised that three lenses caused burning, redness and tearing after thirty minutes of use. The pt also reported that ¿a red bubble developed¿ on the od after wearing the third contact lens for thirty minutes. The pt reported that he/she does not wear a lens in the os. The pt reported that he/she went to the eye care provider (ecp) on (B)(6) 2017. The pt reported that he/she was prescribed vigamox and ¿other medicine¿ but the name of the medication, frequency prescribed, and ecp was not know at this time. The pt reported that the ecp stated that the ¿contact lens scratched the eye.¿ the pt reported that he/she is currently still experiencing burning, redness and tearing od. The pt reported that he/she has a return appointment to the ecp on (B)(6) 2017. The pt reported that he/she does not sleep in the lenses and replaces the lenses bi-weekly. The pt reported that he/she uses a multi-purpose solution to ¿clean and rinse contact lenses.¿ on (B)(6) 2017 the pt called to report that he/she can¿t read the ecp information as the pt does not have glasses ¿because he/she is blind in one eye.¿ the pt reported that the suspect lenses were discarded. The pt reported that the od is still currently burning, red and tearing. On (B)(6) 2017 a call was placed to the pt for additional medical information. The pt reported that a family member went to make the pt a follow-up appointment with the ecp to find out of the pt can wear lenses again. The pt reported that the family member advised that the ¿pt was not to wear contact lenses because the pt has an ulcer on od.¿ the pt reported that he/she was advised to make a return appointment on (B)(6) 2017. The pt reported that he/she was prescribed vigamox on the first day every thirty minutes, second day every one hour, and after the third day every two hours. The pt also reported that she was prescribed systane lubricating drops as needed for irritation and miuldevida, oral anti-inflammatory every eight hours. The pt reported that he/she does not have the ecp information at this time. The pt reported that he/she has to stay in a dark room because the ¿light hurts his/her eyes.¿ on (B)(6) 2017 a return call was placed to the pt for additional medical information. The additional medical information was obtained as follows: the pt reported that he/she does not have the ecp phone number and also states that ¿there is no reason to call the doctor, they are too busy and he won¿t tell anything anyway.¿ the pt reported that he/she is no longer using the vigamox and that he/she only used it for five days as prescribed. The pt reported that he/she was feeling od discomfort, but reported that he/she has a follow-up appointment for tomorrow am. On (B)(6) 2017 a call was placed to the pt for additional information. A family member reported that the pt was out of town and will be available tomorrow. On (B)(6) 2017 a follow-up call was placed to the pt for additional information. The additional information was obtained as follows: the pt reported that he/she was allowed to return to contact lens wear at the (B)(6) 2017 ecp visit. The pt reported that his/her eye was still red, but he/she is continuing to wear the lenses. The pt reported that he/she plans to visit another ecp since his/her current ecp would not prescribe glasses. No additional medical information was obtained. No additional information is expected. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot l002l2h was produced under normal conditions. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.